Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported by the patient that they had the realize band implanted; an exact date was not provided. Recently the patient states they sometime could eat and other times would not be able to hold anything down. Over the past 4 weeks they have had continuous vomiting. The band has been empty for over a year. The patient had a barium swallow test. It showed the band was extremely tight as it took a long time for the barium to cycle through their system. The patient had erpc and the surgeon stated their stomach was fine. There are plans to have the band removed. An exact date was not provided.